Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were dispatched to emergency medical services on (B)(6) 2021 due to low blood glucose. Customer's blood glucose level was 28 mg/dl. The customer's current blood glucose level was 250 mg/dl. Customer treated low blood glucose with intravenous insulin drip. Customer experienced symptoms related to low blood glucose which were mental confusion, weakness, fatigue. The customer had been using the insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature was not active at the time of incident. Customer was alleging that insulin pump was over delivering the insulin. The displacement test was passed. Customer stated that they needed kidney as they were in stage 4 kidney failure but not on dialysis. Customer stated that the insulin pump was worn during a test done near an MRI and was exposed to strong magnet. The insulin pump will be returned for the analysis.

Event description:
The customer reported via phone call that they were dispatched to emergency medical services on (B)(6) 2021 due to low blood glucose. Customer's blood glucose level was 28 mg/dl. The customer's current blood glucose level was 250 mg/dl. Customer treated low blood glucose with intravenous insulin drip. Customer experienced symptoms related to low blood glucose which were mental confusion, weakness, fatigue. The customer had been using the insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature was not active at the time of incident. Customer was alleging that insulin pump was over delivering the insulin. The displacement test was passed. Customer stated that they needed kidney as they were in stage 4 kidney failure but not on dialysis. Customer stated that the insulin pump was worn during a test done near an MRI and was exposed to strong magnet. The insulin pump will be returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged possible over delivery, emergency medical service dispatched, visit to emergency room and was hospitalized for low blood glucoses found on (B)(6) 2021. The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08695 inches. No unexpected pump error 37, 38, or 130 alarms, insulin flow blocked alarms, or displacement anomalies recorded in the formatted history file for the event date. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history on the event date of (B)(6) 2021, there was no bolus recorded in the formatted history file for the event date and no unexpected alarms/suspends noted. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electrical board 1, electrical board 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.4 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay, a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. The insulin pump passed all the required testing. Unable to verify customer alleged for low blood glucoses. The force sensor is within specification and the motor functioning properly. Customer alleged for possible over delivery was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.